Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and was able to duplicate the discrepancy with the original patient settings provided. Found that the ddi (dynamic displacement indicator) is out of specification and the map (mean airway pressure) reading is too high over 44cmh20. Adjustments were made to pr3,pr4 and pr6. The ddi board, zero and span alarm board were calibrated. Testing was performed with the original patient settings used and the oscillator ran for 15 minutes without stopping. Pt calibration and performance check was done and both passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device stopped on patient on the 3100 a ventilator. The customer reported the patient was transferred to another ventilator. The customer reported there was no patient harm associated with the reported event.